Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement.

Manufacturer narrative:
Unit alarmed on powerup with overtempt. Warning on display and increased the motor speed alarms in logs. A getinge field service technician inspected all internal components for signs of failure or obstruction which would cause low vacuum/overtempt issue. Fst replaced vacuum and pressure filters to ensure no obstruction in either line. Replaced drive manifold per recommendation of otts rep, due to possible failure of k7/k8 to operate properly and cause compressor to overtempt. Fst performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during start up of unit, the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no patient involvement.